Event description:
Spontaneous call. Patient states he needs a new whisperject device. The one he had did not work on (B)(6) 2020. He had to manually inject medication. Pt did not miss a dose; no adverse events reported; unknown if device is available for return. Lot and expiration unknown. No further information known. Reported (B)(6) by pt/ caregiver.